Event description:
The customer was hospitalized for diabetic ketoacidosis. The customer changed the infusion set on the morning of hospitalization. She had high blood glucose levels and heart palpitations, but did not treat the high blood glucose. Troubleshooting was performed and the insulin pump passed all required tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.